Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatch to emergency room due to high blood glucose level on wednesday night . Customer's blood glucose value was over 600 mg/dl at the time of incident. Customer stated there blood glucose level was high again yesterday night the customer was treated with pens. Current blood glucose level was 459 mg/dl and the infusion set had bent cannula and air bubble present. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.